Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that in 2013 the patient overdosed, and couldn't be woken up. The patient was taken to the hospital, and given a shot (not sure of what). The dose was not lowered at that time. The symptoms were noted as sudden. The situation was noted as resolved. The drug that was used via the device system was dilaudid.